Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer, and therefore a physical evaluation could not be performed. Non-conformity was not observed during the manufacturing process. The described situation is adequately addressed in the instructions for use (IFU) and/or on the label. Retained samples showed visual inspection and leakage test resulted with conformity and no component defect/leakage was observed on the samples. According to the provided complaint description, the reported failure is associated with a component defect with the supplied material; the supplier will be notified. Based on the available information, the complaint has been confirmed.

Event description:
It was reported that an external blood leak occurred one hour after the initiation of the patient¿s continuous venovenous hemodiafiltration (cvvhdf) treatment. The blood leak was noted as being an external blood leak from the post-dilution port. The customer confirmed the connection where the leak occurred was secure. The machine, a multi pro machine, did not alarm. The patient¿s estimated blood loss (ebl) was approximately 50 ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was reported to not be available to be returned to the manufacturer for evaluation.

Event description:
It was reported that an external blood leak occurred one hour after the initiation of the patient¿s continuous venovenous hemodiafiltration (cvvhdf) treatment. The blood leak was noted as being an external blood leak from the post-dilution port. The customer confirmed the connection where the leak occurred was secure. The machine, a multi pro machine, did not alarm. The patient¿s estimated blood loss (ebl) was approximately 50 ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was reported to not be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.